Event description:
Coiling treatment of an aneurysm. It was reported the coil was implanted and detachment was verified. Upon removal of the pusher along with catheter, the implant coil was observed to be snagged to the tip of the pusher. The whole system was withdrawn into the ica. The implant coil released and became lodged into the left mca. The implant coil was successfully retrieved with a micro snare. No patient injury reported.

Manufacturer narrative:
Only the implant coil was returned for evaluation. The proximal end of the implant was found stretched.